Event description:
It was reported that a newly implanted pacemaker could not be interrogated by two of the manufacturer's programmers. The pacemaker was later interrogated and remains in use. Unable to determine root cause. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).